Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2014. According to the complainant, the procedure took approximately two hours from when they started to prepare the patient to when they removed the pads. Following the procedure, when the pads were removed from the patient¿s thighs, skin was lifted up with the pads. It was noted that the patient had sustained type ii burns a quarter the size of the pads under all four pads. It was reported that the pads had not been periodically checked throughout the procedure. The burn was treated with duoderm topical cream and the patient went home. The patient returned the next day and the burns were noted to have improved; they were observed to be a light red color. The patient¿s current condition was reported to be stable.

Manufacturer narrative:
Patient¿s age was reported to be approximately (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination found no issues, although the tamper-proof seal was broken. The device passed power-on self-test, rf delivery test, and all performance criteria of the final test procedure without removing the device¿s top enclosure. Pad connector continuity testing, pad over-current shutdown testing, short-circuit shutdown testing, and roll on/off testing were also performed during environmental stress testing at high and low temperature and high and low voltage margin; no problems were found. The top enclosure of the device was removed and a visual inspection was performed; no defects were found. As the device was within all specifications, the complaint could not be confirmed. The investigation concluded that the reported event (pad burn) is a known inherent risk associated with the use of this device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The risk of pad burns is noted within the labeling.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6), 2014. According to the complainant, the procedure took approximately two hours from when they started to prepare the patient to when they removed the pads. Following the procedure, when the pads were removed from the patient's thighs, skin was lifted up with the pads. It was noted that the patient had sustained type ii burns a quarter the size of the pads under all four pads. It was reported that the pads had not been periodically checked throughout the procedure. The burn was treated with duoderm topical cream and the patient went home. The patient returned the next day and the burns were noted to have improved; they were observed to be a light red color. The patient's current condition was reported to be stable. Additional information received on february 27, 2014: the biomedical engineer stated that two 3-cm second degree burns were noted under only two pads, rather than under all four pads as previously reported.

Manufacturer narrative:
Patient¿s (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6), 2014. According to the complainant, the procedure took approximately two hours from when they started to prepare the patient to when they removed the pads. Following the procedure, when the pads were removed from the patient's thighs, skin was lifted up with the pads. It was noted that the patient had sustained type ii burns a quarter the size of the pads under all four pads. It was reported that the pads had not been periodically checked throughout the procedure. The burn was treated with duoderm topical cream and the patient went home. The patient returned the next day and the burns were noted to have improved; they were observed to be a light red color. The patient's current condition was reported to be stable. Additional information received on february 27, 2014: the biomedical engineer stated that two 3-cm second degree burns were noted under only two pads, rather than under all four pads as previously reported.